Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that insulin pump's screen was cracked under the glass on lcd and they were not able to read the display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen could be seen somewhat, however there was a line running down the screen. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with segmented display with vertical and horizontal colored lines due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump segmented display with vertical and horizontal colored lines. During visual found electrical board moisture damage.